Event description:
It was reported that bacteremia occurred. (B)(6) was determined to be a causative microbe. Subsequently, the patient's implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. No issue identified that required full analysis. (B)(4).